Event description:
A blakemore tube was pulled at 1245 in the emergency department and noted to have holes at the esophageal balloon-tube junction upon visual inspection. A second blakemore tube was obtained from ICU and also noted to have holes in the esophageal balloon-tube junction upon visual inspection. The gastric balloon inflation was checked and determined to be okay. The tube was placed in the pt despite known defect as no other tube was available and pt's condition required procedure. The tube was placed at 1416 and placement was confirmed by x-ray. The pt was transferred to ICU; at 1500, a gastroscopy with esophageal banding was performed and the blakemore was discontinued. At 1700, surgical consult requesting blakemore to stabilize pt's condition. At 1900, blakemore located from another facility and placed via guided gastroscopy. The next day pt died.